Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a low oxygen flow alarm occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a low oxygen flow alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" code was observed in the ventilator's error log. The service technician presumed the issue has been addressed. The device's oxygen blending module board was faulty and replaced. The device passed final test.